Event description:
A malfunction alarm was reported when the pump was started, and the same alarm occurred upon restarting, indicating an issue with the device. There was no information reported regarding the impact on the customer's blood glucose level. The malfunctioning pump is being returned, and a replacement pump with a new serial number has been provided to the customer.